Event description:
Biomed reported that nurses said they set up an infusion to run for five hours; after the five hours it kept infusing. He is going to forward the logs to the director of the oncology floor and doesn't know if they will try to read the logs themselves or will have carefusion do a log review. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient/event details are available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.